Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump had an error alarm, and it was stuck in the rewind loop. The caller requested assistance to retrieve his programming off of the device. Advised the customer to contact his doctor regarding the programming. No further information was provided.